Event description:
It was reported that a spectrum pump powered off without any user input. This occurred before use in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing , 'turn off without user input. ' was reproduced. A review of the history log revealed improper shutdown and battery depleted messages .a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged wireless battery module. The wireless battery module requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.